Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Product will not be returned for evaluation. Customer will purchase a new contra angle.

Event description:
In this event, a customer indicated the e3 contra angle will not hold files; no injury resulted.